Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the no urine coming out of drainage lumen after insertion of brisil foley catheter. It was not a blockage the patient said.

Event description:
It was reported that no urine coming out of drainage lumen after insertion of brisil foley catheter. It was not a blockage the patient said.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 11881143 was initiated to address the reported event. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter with drainage bag cut from the inlet tubing. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed no issues with the inflation funnel. Also noted the catheter drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it was noted that the solution did not flow at all. This does not meet the specification per (B)(4) revision 13 which states "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". This specific complaint allegation was part of a broader investigation captured in CAPA 11881143. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the no urine coming out of drainage lumen after insertion of brisil foley catheter. It was not a blockage the patient said.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed as manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (6) photo samples. The first photo sample shows an overview of the catheter. The second photo sample zooms in of the blockage in the funnel. The third photo shows the catheter with deflated balloon. The fourth photo sample shows inflation valve cap. The sixth photo shows the product packaging with information. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter with drainage bag cut from the inlet tubing. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed no issues with the inflation funnel. Also noted the catheter drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it was noted that the solution did not flow at all. This does not meet the specification per ip7601841 revision 13 which states "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". Correction: h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the no urine coming out of drainage lumen after insertion of brisil foley catheter. It was not a blockage the patient said.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. CAPA: 11881143 was initiated to address the reported event. Received (6) photo samples. The first photo sample shows an overview of the catheter. The second photo sample zooms in of the blockage in the funnel. The third photo shows the catheter with deflated balloon. The fourth photo sample shows inflation valve cap. The sixth photo shows the product packaging with information. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter with drainage bag cut from the inlet tubing. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed no issues with the inflation funnel. Also noted the catheter drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it was noted that the solution did not flow at all. This does not meet the specification per inspection procedure which states "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". This specific complaint allegation was part of a broader investigation captured in CAPA: 11881143. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.